Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had audio anomaly. Customer's blood glucose value was unknown. The customer reported that the insulin pump failed to give low reservoir alert and buttons worn down; wear clip attaches worn down. It was reported that they had grinding noise during priming and alarms were harder to hear. The device will be returned for analysis.